Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the shock impedance values were too low in remote transmission. Re-intervention is under consideration.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between november 13, 2025 and january 08, 2026 recorded the multiple decreases of the pacing impedance from around 600 ohms to 250 ohms beginning around the midpoint of the recording period. Furthermore the coil continuity showed decreases to <200 ohms during the same timeframe. The analysis of the provided iegm episodes from december 2025 revealed artifacts on the rv channel leading to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.